Manufacturer narrative:
Evaluation summary: the returned photo shows a note with a product label attached together with an iol. One haptic appears to broken/ torn and is not visible on the attached picture. Based on our observation of the attached photo, the returned photo shows a note with a product label attached together with an iol. A definitive determination of handling/damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, the iol was defective and described as a spontaneous amputation of one of the haptics during implant. Additional information was provided indicating that the patient has been diagnosed with corneal edema 3+/4 with centered iol. No hospitalization. Treatment as prescribed.